Manufacturer narrative:
Batch review performed on 05-sep-2024: lot 2214615: (B)(4) items manufactured and released on 05-oct-2022. Expiration date: 2027-09-20. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 year and 6 months after primary, the patient came in reporting pain due to impingement of the cup. The surgeon revised the medacta cup and liner with a competitor's implants and revised the medacta head with a medacta head. The surgery was completed successfully.